Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed investigation summary: a device history review was conducted for lot number 2110889. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage at the connection site. The following information was provided by the initial reporter: the responsible nurse implemented intravenous infusion and punctured with an indwelling needle. After the puncture was successful, normal saline was injected, and fluid leaked from the y-port joint. That is, do a good job of explaining to the family members, pull out the indwelling needle, replace the indwelling needle and re-puncture. Comfort the patient, and the family members of the patient express their understanding.